Manufacturer narrative:
The device has not returned. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted if additional info becomes available.

Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The catheter was placed on (B)(6) 2014. The device was removed and replaced. No pt harm or injury was reported.